Manufacturer narrative:
One cadd solis vip pump was returned for analysis. Visual inspection performed and product found to be in good condition with a scratched screen. Customer's complaint of cassette not attached error was verified. The event log did not show the error. The downstream occlusion sensor will be replaced in service to correct the issue. Use testing was performed. The problem source is the faulty downstream occlusion sensor.

Event description:
Information was received that the cadd solis vip pump cassette not attached properly. No further information provided. No reported adverse effects.